Event description:
The pt reports obtaining bg results in mmol/l on an advantage system meter designed to read blood glucose results in mmol/l, but the results were displayed without a decimal point. The pt based his insulin dose therapy on the meter results. No pt injury was reported and no treatment was received. Pt did not provide the location where the results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.